Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding a patient with spinal degeneration surgery. Pre-operative diagnosis for this procedure was spinal degeneration. It was reported that during procedure the self-breaking screw slipped and screw was not implanted. The patient had no complications. The patient was alive with no injury. No further complications reported.